Event description:
It was reported that non-sustained rv oversensing episodes due to noise were observed on the lead. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.